Event description:
The unit was connected to a pt. The customer reports that intermittantly the compressor dropped pressure from 4.0 bar to 1.5 bar, causing the pt to receive a higher f102 from the ventilator. There was no pt injury.